Event description:
It was reported to philips that the system had problems with the host pc, which could impact system start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips filed service engineer (fse) conducted a site visit and identified the system have issues with the host pc, which may affect the startup process of the system. Upon troubleshooting fse found malfunction of the host pc. To resolve the issue fse performed bios configuration and functional tests. After that the system was returned to use in good working condition. The codes were updated based on the investigation outcome.